Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device does not have power and screen was black. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. A field service engineer replaced the drawer board on drawer 6. The station failed to boot, so the pyxibus cable was swapped out and the battery was replaced, tested and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.